Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged due to "poor tissue". During the revision procedure, an alert for high ra impedance was noted. The lead remains in use. No patient complications have been reported as a result of this event.